Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify replace battery now and battery failed alarms due to blank display. Also, received with moisture damage on the motor and force sensor. Pump received with scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, serial number label faded, missing display window cover, cracked retainer, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed with multiple battery failed alarms. The patient's blood glucose at the time of incident was 9.5 mmol/l. During troubleshooting a new battery was inserted into the insulin pump; however, the battery failed alarm recurred. The insulin pump will be returned for analysis.